Event description:
It was reported that shaft break occurred. A percutaneous transluminal coronary angioplasty was performed. A 6f guidezilla catheter was inserted. A 4.50 x 28mm synergy shield drug-eluting stent was advanced for treatment; however, the device was difficult to advance and could not be positioned. The shaft was then observed to be broken. The device was removed using the guidewire. The procedure was subsequently completed with a 7f guidezilla catheter and a 4.5 x 28mm synergy shield des. No patient complications were reported, and the patient has fully recovered.